Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the presence of the pvcs (premature ventricular contractions) within the runs leading into the detection would seem to indicate that this is some kind of repetitive artifactual noise.

Event description:
It was reported that it was unclear whether the episode was a true fast ventricular tachycardia. It was suspected that it could be noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.